Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of their homechoice machine during drain 3/6 of their automated peritoneal dialysis therapy. Reportedly, the home pt had disconnected their transfer set from the pt line of the homechoice set during a dwell cycle. When pt returned, the homechoice machine had advanced into drain and was alarming. The home pt reconnected themselves and attempted to clear the alarm. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incident, per the home pt.